Event description:
Complainant alleged that while attempting to defibrilate a 59-year-old female patient, the device failed self-test for defib and pacer functions and displayed a "defib charging error" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation; the customer's report of defib and pacer failure was duplicated and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the report. The device was recertified and returned to the customer. The report of no shock advised was reviewed and determined the x series performed as designed and within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 59-year-old female patient, the device failed self-test for defib and gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.